Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error 41786. The event happened during testing.

Manufacturer narrative:
One device was returned for analysis with complaint that the pump exhibited error 41786, which typically indicates a problem with the pump's main board (printed wiring assembly). On visual examination, housing has interior corrosion, latch lock mechanism has corrosion, and air detector is loose. Review of event log found system fault 41786, confirming complaint. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Complaint of error 41786 on start-up / beeping during power on / black screen was confirmed during power up test. Replaced the pwa board. The air detector was loose and was replaced. Replaced the dso seal a preventative measure. Device passed testing post repair.